Event description:
The patient received his scs system, including a percutaneous lead placed for peripheral nerve stimulation, on (B)(6) 2009. It was reported the lead was explanted and replaced due to a fracture. The explanted lead was returned to the manufacturer for analysis. Analysis of the device is in process; the results will be forwarded when available. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Evaluation, method: the device history records were reviewed. Results: the device history records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the device history records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.